Event description:
It was reported the instrument was used during a laparoscopic pre-peritoneal hernia repair. It was reported the balloon ruptured at 24 pumps during procedure. There was no consequence to the pt.

Manufacturer narrative:
H6; code 100: balloon burst. Based upon the inquiry info received and the visual examination, it was concluded that the balloon had burst, making the instrument non functional. The instrument was received with a balloon which had burst and all pieces of the balloon appeared to have been returned. The point of propagation was determined to be approximately 150 degrees from the stopcock position and midway up on the balloon. No conclusion could be reached as to why the balloon had burst during surgery. Each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.